Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: a proximal segment of the catheter containing the hubs was detached and not returned for evaluation. The remaining catheter segment returned for evaluation measured 79.3cm in length. The catheter was stretched at the location of the detachment, indicating that excessive force likely contributed to the detachment. The balloon was prolapsed over the distal tip, likely indicating retraction problems. Stretching of the catheter was observed 7.2cm from the distal tip, likely indicating retraction problems. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No ruptures were observed along the length of the balloon. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the sample condition, the investigation is confirmed for a catheter detachment and retraction problems. The investigation is inconclusive for material rupture, as no ruptures were observed and the balloon could not be functionally tested due to the poor sample condition. Per the reported event details, stents were present in the vessel. Therefore, there may have been an interaction with the stent and balloon which contributed to the balloon rupture. It is likely that the balloon rupture contributed to the retraction issues and catheter detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a fistulagram using a radial approach, the pta balloon allegedly ruptured (atm unknown). Reportedly, the health care provider had difficulty retracting the balloon causing the balloon to accordion just before entering into the sheath. The sheath and balloon were removed as a single unit. The procedure was concluded holding pressure at the access site, and no further treatment was provided. There was no reported patient injury.